Manufacturer narrative:
(H3) as reported, patient had a revision (left side) for an unknown reason. No additional information will be forthcoming. Device will not be returned. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
After further review of additional information received the following sections b5, d6a, d10; g3, g6, h2, h3 and h6 have been updated accordingly. As reported by legal brief, on or about (B)(6) 2015, patient underwent a left total hip replacement surgery due to severe osteoarthritis of the left hip. During the surgery on or about (B)(6) 2015, on or about august 27, 2018, patient underwent left hip revision surgery due to failed left hip arthroplasty with osteolysis and loosening. During the patient's left revision surgery on or about august 27, 2018, surgeon performed a revision of patient's left total hip arthroplasty and implanted competitor's device. Section d10: concomitant medical products - exactech 56mm novation crown cup acetabular shell with integrip (cat# 186-01-56 / serial# (B)(6). - exactech novation element size 14 femoral stem (cat# 164-02-14 / serial# (B)(6). The patient involved was reported by a surgeon in a spreadsheet to have been revised due to early prosthesis wear approximately 3 years after the index surgery at a different hospital facility and surgeon. However, prosthesis wear cannot be confirmed on the provided series of radiographs, the devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear is the risk factor for patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. A risk assessment has been initiated to escalate this issue.

Manufacturer narrative:
As reported, patient had a revision (left side) for an unknown reason. No additional information will be forthcoming. Device will not be returned. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
H10. Additional/updated information ¿b2 required intervention, b5, b6, b7, d8, h7, h9 there is no other information available. H11. Correction ¿ a1, b3, d2a, d2b.

Event description:
Revision operative report of (B)(6) 2018- operative diagnosis: failed total hip arthroplasty with osteolysis, left hip with loose femoral component. Infection work-up (esr and crp) was normal, and an aspiration revealed no fluid. Plan to change the acetabular component and debride the osteolysis, with a secondary plan to change the stem if it was felt to be loose. Procedure: the stem was found to be grossly loose and was easily removed. The liner was removed. There was some ingrowth, about 25% about the apex of the cup. The residual acetabulum was then inspected and found to be intact. The columns were found to be intact and supportive. Devices were trialed and implanted. The patient was transferred to a bed and brought to the recovery room in stable condition. The patient tolerated the procedure well. There were no intra-operative complications. There is no other information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
This is a (B)(6) year-old male patient, three yrs postop initial ltha with a 56/32 with a ceramic head. Patient had a revision for an unknown reason. No additional information is available.